Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 55840008580, 510k # k113174 and (B)(4) was cleared in the united states. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: lumbar canal stenosis procedure: posterior fusion after olif-oblique lumbar interbody fusion procedure levels implanted: pedicle screws were placed from l2 to l5 it was reported that on an unknown date, post-op, screw deviated from the place (l5) where it was placed. Numbness was reported. Revision surgery was scheduled to replace the screw.